Manufacturer narrative:
Hamilton medical ag event reference number: cer (B)(4). The internal product investigation is still ongoing. As soon as the results are available, the manufacturer will submit an update of this report unsolicited.

Event description:
The event description according to the customer is as follows: widespread endemic quality issue. Display front and rear cover are not completely connected (loose), ventilator cannot be used.

Manufacturer narrative:
It was alleged that display front and rear cover are not completely connected (loose). The issue occurred during non clinical use. No patient was involved. The event did not cause or contribute to a death or serious injury to a patient. The most probably root-cause of the event was determined to be a broken display mounting holder insert. No further feedback was received despite reminders. No part was replaced, correction was unknown, and the exact root cause could not be confirmed.